Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)"), bladder perforation ("perforation bladder"), intestinal perforation ("bowel perforation"), device breakage ("device breakage"), pelvic inflammatory disease ("pelvic inflammatory disease"), abortion spontaneous ("abortion spontaneous") and pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage)") in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in 2015 and device monitoring procedure not performed "did not undergo confirmation test". The patient's concurrent conditions included obesity. Concomitant products included ibuprofen for headache and migraine and antibiotics for yeast infection, pelvic inflammatory disease and uterine infection. In 2015, the patient had essure inserted. In 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain and back pain, bladder perforation (seriousness criteria medically significant and intervention required), intestinal perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), vaginal haemorrhage ("heavy vaginal bleeding/ abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("painful menstrual cycle"), dyspareunia ("painful intercourse/ dyspareunia"), dysgeusia ("metallic taste in mouth/ metal taste"), migraine ("migraine headaches/ migraines/headaches"), alopecia ("hair loss"), allergy to metals ("developed nickel allergy/ nickel allergy") with rash and urticaria, urinary tract infection ("urinary tract infection"), fungal infection ("yeast infection") and anxiety ("anxiety"). On an unknown date, the patient experienced uterine infection ("uterine infection"), weight increased ("weight gain") and depression ("depression"). Last menstrual period and estimated date of delivery were not provided. The patient was treated with surgery (essure removal procedure, total hysterectomy), surgery (essure removal procedure, total hysterectomy), surgery (essure removal procedure, total hysterectomy), surgery (essure removal procedure, total hysterectomy) and surgery (essure removal procedure, total hysterectomy). Essure was removed in 2015. At the time of the report, the uterine perforation, bladder perforation, intestinal perforation, device breakage, pelvic inflammatory disease, abortion spontaneous, pregnancy with contraceptive device, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, dysgeusia, migraine, alopecia, allergy to metals, urinary tract infection, fungal infection, uterine infection, weight increased, depression and anxiety outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, allergy to metals, alopecia, anxiety, bladder perforation, depression, device breakage, dysgeusia, dysmenorrhoea, dyspareunia, fungal infection, intestinal perforation, menorrhagia, migraine, pelvic inflammatory disease, pregnancy with contraceptive device, urinary tract infection, uterine infection, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.1 kg/sqm. Essure confirmation test(s)-done, result not provided. Most recent follow-up information incorporated above includes: on 28-jun-2018: plaintiff fact sheet received. Events added from pfs- abortion spontaneous, did not undergo confirmation test. Pregnancy outcome updated to spontaneous abortion. Concomitant disease were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)"), bladder perforation ("perforation bladder"), intestinal perforation ("bowel perforation"), device breakage ("device breakage"), pelvic inflammatory disease ("pelvic inflammatory disease") and pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage)") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In 2015, the patient had essure inserted. In 2015, the patient experienced vaginal haemorrhage ("heavy vaginal bleeding/ abnormal bleeding (vaginal)"), dysmenorrhoea ("painful menstrual cycle"), dyspareunia ("painful intercourse/ dyspareunia"), back pain ("back pain"), dysgeusia ("metallic taste in mouth/ metal taste"), urticaria ("hives"), migraine ("migraine headaches/ migraines/headaches"), alopecia ("hair loss"), allergy to metals ("developed nickel allergy/ nickel allergy") and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant) with pelvic pain, bladder perforation (seriousness criteria medically significant and intervention required), intestinal perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract infection ("urinary tract infection"), fungal infection ("yeast infection"), uterine infection ("uterine infection"), rash ("skin rash"), weight increased ("weight gain"), depression ("depression") and anxiety ("anxiety"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (essure removal procedure), surgery (essure removal procedure), surgery (essure removal procedure), surgery (essure removal procedure) and surgery (essure removal procedure). Essure was removed in 2015. At the time of the report, the uterine perforation, bladder perforation, intestinal perforation, device breakage, pelvic inflammatory disease, pregnancy with contraceptive device, vaginal haemorrhage, dysmenorrhoea, dyspareunia, back pain, dysgeusia, urticaria, migraine, alopecia, allergy to metals, abdominal pain, menorrhagia, urinary tract infection, fungal infection, uterine infection, rash, weight increased, depression and anxiety outcome was unknown. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, back pain, bladder perforation, depression, device breakage, dysgeusia, dysmenorrhoea, dyspareunia, fungal infection, intestinal perforation, menorrhagia, migraine, pelvic inflammatory disease, pregnancy with contraceptive device, rash, urinary tract infection, urticaria, uterine infection, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results: essure confirmation test(s)-done, result not provided. Most recent follow-up information incorporated above includes: on 4-apr-2018: plaintiff fact sheet received. New reporters added. Plaintiff demographics updated. Essure indication updated. New events abnormal bleeding (menorrhagia), device breakage, hair loss, infection: uti, infection yeast, uterine infection, pelvic inflammatory disease, perforation (uterus), perforation (other): bowel, bladder; pregnancy (stillbirth or miscarriage), skin rash, weight gain, depression, anxiety were added. Event multiple infection was deleted and pelvic pain added as symptom of perforation (uterus). Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)"), bladder perforation ("perforation bladder"), intestinal perforation ("bowel perforation"), device breakage ("device breakage"), pelvic inflammatory disease ("pelvic inflammatory disease"), uterine infection ("uterine infection"), abortion spontaneous ("abortion spontaneous") and pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage)") in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in 2015 and device monitoring procedure not performed "did not undergo confirmation test". The patient's concurrent conditions included obesity. Concomitant products included ibuprofen for headache and migraine and antibiotics for yeast infection, pelvic inflammatory disease and uterine infection. In 2015, the patient had essure inserted. In 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain and back pain, bladder perforation (seriousness criteria medically significant and intervention required), intestinal perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), vaginal haemorrhage ("heavy vaginal bleeding/ abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("painful menstrual cycle"), dyspareunia ("painful intercourse/ dyspareunia"), dysgeusia ("metallic taste in mouth/ metal taste"), migraine ("migraine headaches/ migraines/headaches"), alopecia ("hair loss"), allergy to metals ("developed nickel allergy/ nickel allergy") with rash and urticaria, urinary tract infection ("urinary tract infection"), fungal infection ("yeast infection") and anxiety ("anxiety"). On an unknown date, the patient experienced uterine infection (seriousness criteria medically significant and intervention required), weight increased ("weight gain") and depression ("depression"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (essure removal procedure, total hysterectomy), surgery (essure removal procedure, total hysterectomy), surgery (essure removal procedure, total hysterectomy), surgery (essure removal procedure, total hysterectomy), surgery (essure removal procedure, total hysterectomy) and surgery (essure removal procedure, total hysterectomy). Essure was removed in 2015. At the time of the report, the uterine perforation, bladder perforation, intestinal perforation, device breakage, pelvic inflammatory disease, uterine infection, abortion spontaneous, pregnancy with contraceptive device, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, dysgeusia, migraine, alopecia, allergy to metals, urinary tract infection, fungal infection, weight increased, depression and anxiety outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, allergy to metals, alopecia, anxiety, bladder perforation, depression, device breakage, dysgeusia, dysmenorrhoea, dyspareunia, fungal infection, intestinal perforation, menorrhagia, migraine, pelvic inflammatory disease, pregnancy with contraceptive device, urinary tract infection, uterine infection, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.1 kg/sqm. Essure confirmation test(s)-done, result not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-aug-2018: quality-safety evaluation of product technical complaint. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2015, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("heavy vaginal bleeding"), dysmenorrhoea ("painful menstrual cycle"), dyspareunia ("painful intercourse"), back pain ("back pain"), dysgeusia ("metallic taste in mouth"), urticaria ("hives"), migraine ("migraine headaches"), alopecia ("hair loss"), allergy to metals ("developed nickel allergy"), infection ("multiple infection") and abdominal pain ("abdominal pain"). The patient was treated with surgery (to remove essure). Essure was removed in 2015. At the time of the report, the pelvic pain, vaginal haemorrhage, dysmenorrhoea, dyspareunia, back pain, dysgeusia, urticaria, migraine, alopecia, allergy to metals, infection and abdominal pain outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, dysgeusia, dysmenorrhoea, dyspareunia, infection, migraine, pelvic pain, urticaria and vaginal haemorrhage to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.